Event description:
It was reported that during preparation for a procedure, a shaft break occurred. As they were removing a 1.5x15mm maverick 2 balloon catheter from the protective hoop, the shaft broke. It is not known where on the shaft the break occurred. The procedure was completed with the use of another maverick 2 balloon catheter. There were no reported pt complications. The pt is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).